Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "the patient received the watchman implant and two years post procedure the patient experienced a cerebral vascular accident."